Event description:
Customer reported an issue with cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with complete pump reset information and, after assistance from cts, successfully restarted their sensor session without further errors.